Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot due to the receiver not turning on. The battery was replaced with a known good battery and the receiver still failed to turn on. Receiver log download and functional testing were unable to be performed due to the receiver not turning on. The receiver case was opened, the internal inspection failed due to moisture damage. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019 the receiver displayed err281. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.